Event description:
It was reported on (B)(6) 2013 that a vns treating physician's hhd was overheating while charging. The level of heating observed was high while the handheld was charging and it could be felt when the handheld was touched. There was no indication or report that anyone was burned or injured when touching the handheld. It was also indicated that there was no user mishandling or trauma that could have caused or contributed to the heating and the handheld was stored normally inside a shelf. The handheld was returned back to the manufacturer on (B)(6) 2013 and is currently undergoing product analysis.

Event description:
Product analysis of the returned dell x5 handheld device was completed and approved on (B)(6) 2013 and the overheating while charging was not confirmed. The handheld's main battery was fully recharged successfully using a power supply adapter. While charging, the handheld device temperature was monitored. The handheld device temperature measured between 74.3f and 77.4f, which demonstrates there is no overheating condition present. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.